Event description:
The cardiologist made a second attempt at arteriotomy closure with a prostar xl 8f device. After deployment, the green sutures appeared to be caught in the device and could not be freed. The cardiologist attempted to tie a knot with the white sutures. They broke and tore through the artery. The green sutures were cut away and the device was removed. Closure was attempted with manual compression but hemostasis was not achieved and the pt was taken to surgery for arterial repair. Surgery was successful and the pt recovered without further incident.